Event description:
Caller alleged discrepant inratio inr result in comparison to an unspecified point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.3, poc inr: 2.5. The time between testing was two minutes. Reportedly, multiple drops of blood was applied to the sample well. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by the customer. Customer applied multiple drops. Per user guide, precautions and warnings - "apply one hanging drop of blood to test strip well. Never add more blood after testing has begun." This technique error may lead to inaccurate inr results. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.3, reference: 2.5, mean: 1.9, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Unable to perform retained strip tests due to unknown strip lot number; not given on the event details. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. No strip lot information was available. This issue will be subject to tracking and trending.